Event description:
Information was received indicating that a double beep occurred to a smiths medical cadd-legacy® pump. There were no reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a scratched screen. Functional testing included use testing. The pump was powered up and no problems were found with double beeping. The downstream occlusion sensor was replaced as a preventative measure. The scratched screen was also replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint of double beeping was unable to be confirmed.